Event description:
It was reported hypotension occurred. It was reported via social media that hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. About 10 minutes post procedure, the patient's blood pressure dropped. The patient recovered and was in the critical car unit for about five days.